Event description:
The distal tip of a biliary drainage set was modified by a physician in order to fashion a 5 french geenen-type stent. Following a successful insertion the distal end of the device became lodged in the pancreatic duct. During attempted removal, the distal tip of the device (a piece approx 1" long) broke off and remained lodged in the pancreatic duct. Surgery was performed to remove the piece.